Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a non sustained ventricular fibrillation (nsvf) event that was actually right ventricular (rv) lead noise that was being counted as ventricular fibrillation (vf). It was also noted that the patient's implantable cardioverter defibrillator exhibited far-r oversensing on the atrial channel that caused an automatic mode switch episode. Programming changes were made to address the far-r oversensing. The lead was capped and replaced on (B)(6) 2020. The patient was stable. Related manufacturer reference number: 2017865-2020-08082.